Event description:
Varian engineering has identified a possible hazard with the millennium multi-leaf collimator (mlc) in situations where if the user is using (B)(4) to connect to the clinac with a mlc mark controller and the mlc workstation is set to the varian (var) scale, the user could treat an arc plan with the incorrect mlc shape. There have been no customer reports for this issue and no reports of injury as a result of this issue.

Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a possible malfunction of the device. Conclusions: though still under investigation, varian has determined that an MDR is appropriate as this possible malfunction, should it recur, could potentially result in serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.